Event description:
Our affiliate is reporting that a pt had a shoulder repair in 2008 using mitek spiralok anchors for fixation. At sometime subsequent the pt presented with pain, and at this point the surgeon decided to re-open. When the surgeon re-opened, he found that the anchors were broken, and there were cavities in the bone (osteolysis). Cultures were taken and were apparently negative. Post script: we do not know what or if the surgeon did to remedy this issue at the re-surgery, nor do we have a status on the pt, questions out to the affiliate for clarity. Affiliate states that the surgeon is a regular user of this product and familiar with the procedure. The surgeon believes that the pt either has a low grade infection or is having a reaction. See also mdrs 1221934-2008-00233, 1221934-2008-00234, 1221934-2008-00235, and 1221934-2008-00236.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode, and is awaiting receipt of the complaint device towards conducting a failure analysis. When the investigation is complete, its' findings will be the subject of a follow-up report.